Event description:
Terumo medical received a user facility medwatch report # (B)(4). The medwatch event description stated that: "patient arrived to cardiac cath lab for a left heart catheterization. The access needle was introduced with blood return. Next, the micro wire was inserted through the needle and into the artery, an attempt was made to reposition the wire and in doing so, the wire was pulled back and started to unwind. The wire frayed and began to untangle inside the patient's radial artery. There were several attempts to remove the wire- it was wire was slowly and carefully removed. The arm was checked under fluoroscopy for any residual parts, and none were viewed. A tr band was applied to the arm. What was the original intended procedure?: left heart catheterization. What problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working); therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known".

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. B3: date of event: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: unknown. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.